Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: information was received from a patient regarding an external device. The reason for call was patient said that when charging implantable neurostimulator (ins), it will show passive recharge mode screen and they get 0 for the high number and says the controller charges up just fine. They said this started happening about 3 weeks ago. Patient says they just met with rep today who said to call patient services (pss). Patient says the hcp is going to be replacing ins due to a fall on their back, and this charging issue could be related to the fall. Patient said they had an xray showing that the leads are connected but they are going to replace ins. Patient mentioned getting a replacement controller in the past. A request was sent to the repair department to replace the controller. (B)(6) 2025: information was received from manufacturer representative (rep) who reports patient has been having issues charging and communicating with the ins. They report they ran an impedance check and found all electrodes were out of regulation. The cause was unknown and no troubleshooting was performed. The ins was replaced and all impedances were back to normal. The issue was resolved.

Manufacturer narrative:
H3: product ID# 97715, sn: (B)(6) was returned and analyzed. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the implant battery was replaced on (B)(6) 2025 and the device is working as expected. They received the replacement controller and returned back the old one.

Manufacturer narrative:
B5b : updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.